Manufacturer narrative:
The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI) # (B)(4) the country of origin is (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of questionable hcg+b results for 2 patient samples on a cobas 6000 e 601 module analyzer. Patient 1: the initial result was 130 ui/l and the rerun result was 462 ui/l. Patient (B)(6): the initial result was 130.90 and the repeat result was 418.00. The units of measure were not provided. The results were reported outside the laboratory. The reagent lot number and expiration date were asked for but not provided.